Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, an error sound was heard and the blade was broken off soon outside the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.